Event description:
It was reported that the patient received a shock for supra ventricular tachycardia but other 1:1 discriminator was not programmed prior to the episode. The device was reprogrammed and remains in use. One of the patient's medications was also changed. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.